Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the dilator will not lock to the sheath and there is no clicking sound and it keeps coming out of the sheath. A new set was used and the procedure was completed without issue.

Manufacturer narrative:
Qn# (B)(4). The customer returned a sheath/dilator assembly for evaluation with the dilator advanced into the sheath. Visual inspection revealed the dilator hub was broken off and not returned. The outer diameter of the lower locking portion of the dilator hub could not be measured as it was not returned. The inner diameter of the sheath valve cap, the dilator length, and the dilator body outer diameter were measured and all were found to be within specification. Functional inspection could not be performed as the dilator hub was not returned. A device history record (DHR) review was performed and did not suggest any manufacturing related issues. The customer reported issue of the dilator and sheath not locking together could not be confirmed during the complaint investigation as the dilator hub was not returned. The returned sample passed all relevant dimensional requirements. The probable cause is undetermined as the entire sample was not returned for investigation.

Event description:
The customer alleges that the dilator will not lock to the sheath and there is no clicking sound and it keeps coming out of the sheath. A new set was used and the procedure was completed without issue.